Manufacturer narrative:
Patient¿s initials: (B)(6). Patient weight not provided by reporter. (B)(4). Device implanted august 2015; exact implant date unknown. Subject device has been received and is currently in the evaluation process. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 11/11/2014. Expiration date: 09/30/2024. Part #: 04.037.142s, lot#: 7832153 (sterile) - tfna-11mm/130 deg ti cann tfna 170mm - lot was released to the warehouse on 11/11/2014. Work order was released on 10/17/2014. Drawing was released on 6/12/2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail advanced revision surgery was performed related to left hip pain and non-union; all hardware including a nail, lag screw and distal locking screw were explanted. The lag screw was noted to be rotating and appeared to not have locked properly. The patient was revised to a total hip prosthesis. The revision was successfully completed with no surgical delay. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles indicates that the: one 11mm/130 degree titanium cannulated trochanteric fixation nail- advanced (tfna), 170mm, sterile (part number 04.037.142s, lot number 7832153). 04.037.142: nail shows some loss of annodization as well as severe scarring along the lock prong side of the oblique hole. The scarring is most likely from mistargeting during drilling or screw insertion. The internal locking mechanism shows neither apparent damage nor excessive wear. When the returned head element and nail are assembled and the lock prong is properly advanced to either the statically or rotationally locked position the head element creates a rotationally stable construct. Additionally, any excessive rotation of the head element would result in damage to the internal locking drive of the nail if it were properly advanced. Since returned parts seem to be functioning properly and there is no apparent damage of the lock drive, the most likely explanation is that there was a technique error during head element insertion. Most likely the lock prong was not advanced completely. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.